Manufacturer narrative:
The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event. The initial reporter did not provide the device's serial number. As a result, model number, catalog number, serial number and UDI number are "unknown", and device manufacturing date shall be left blank.